Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt obtained two results of 548 and 96 mg/dl within 10 minutes. The pt stated that they obtained these results about 1 week ago. They visited their physician after testing and at the time they thought they were having a reaction. They then realized that they were actually high at the time. They did not have any symptoms at the time of testing. The pt was treated with insulin. No test results were reported from the physician visit. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on teh info provided, there is evidence of meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.